Event description:
It was reported that noise was observed during a routine follow-up. Lead fracture suspected. The lead was removed.

Manufacturer narrative:
No medwatch form was received analysis found the returned lead to measure 17.5cm of the proximal part and 30cm of the lead body. Without return of the entire lead, a complete analysis could not performed.